Event description:
It was reported that the deep brain stimulation (dbs) patient developed drainage at the lead extension site incision. A wound wash was performed in an effort to salvage the implanted system. However, during the procedure, it was discovered that the infection had spread to both the implantable pulse generator (ipg) pocket and burr hole incision sites. As a result, the entire system was explanted. According to the physician, the infection was not believed to be device related. Cultures were performed, but the results were not provided. The patient was treated with antibiotics and is recovering well postoperatively. The devices were not returned for analysis, as they were disposed of by the medical facility.

Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 781422. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7133782. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7134721. UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Batch: 35161557. UDI: (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c batch: 35107770 UDI: (B)(4).